Event description:
On (B)(6) 2010, father reported there were "dots of the display" missing over the entire display screen of the infusion device. Missing dots have interfered with ability to see insulin delivery amounts. This issue is not consistent and occurs at least one time per day. This has been ongoing for the past week. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.